Event description:
Device tip perforated left pulmonary artery. Thoracotomy was enlarged to close perforation. No patient consequence.

Manufacturer narrative:
Previous procedures, the dr. Stated, he used a red rubber catheter to guide the instrument tips around the pulmonary artery. In this case, he did not.